Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the patient was un-prepped and obstructed, but the surgeon performed a laparoscopic sigmoid and reconnected using the stapler. He performed a leak test and saw no bubbles. Two days later, he had to take the patient back to the operating room for a re-operation. The staple line was completely blown out 360 degrees. He performed a temporary end colostomy on the patient. There was unanticipated tissue loss. There was unanticipated extension of incision by more than one inch, which was a low midline incision on the re-operation. The surgeon also commented that it would have been best if he had diverted instead of reconnecting the sigmoid due to the fact that she was obstructed and not prepped properly. The patient is currently fine and at home.